Manufacturer narrative:
Investigation summary: level a investigation. Correction: incorrect awareness date entered on initial MDR. Correction date of (B)(6) 2017 has been made. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for safety mechanism did not function, needle stick and dose pooling on patient on lot # 7040594 and lot # 6354710. Investigation summary: customer returned (10) sealed 5mm, 30g autoshield duo samples from lot # 7040594 and (6) sealed 5mm, 30g autoshield duo samples from lot # 6354710. Customer states that there was a needle stick injury when putting the asd into a sharps container after use and there was pooling of insulin on the skin. All returned samples were tested and all were able to inject properly without any observed defects. All samples were also able to activate properly without any observed defects. The patient end and np shields activated properly and the red band was visible. As per manufacturing, a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time investigation conclusion based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
(B)(6). Four potential lot numbers were provided for this incident. The information for each lot number is as follows: medical device lot #: 7040594, medical device expiration date: 2020-03-31, device manufacture date: 2017-02-09. Medical device lot #:6354710, medical device expiration date: 2020-01-31, device manufacture date: 2017-01-16. Medical device lot #:7040594, medical device expiration date: 2020-03-31, device manufacture date 2017-02-09. Medical device lot #:354710, medical device expiration date: 2020-01-31, device manufacture date 2017-01-16. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
This complaint is MDR reportable. It was reported that a bd auto shield¿ duo pen needle 30 g x 5 mm post use failed /malfunctioned as the nurse placed needle into sharp¿s container resulting in a needle stick. Nurse did follow standard protocol for post treatment.